Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pediatric intensive care unit (picu) nurse stated the water temperature (wt) had been in the 30s, however the patient temperature (pt1) shows one arrow up and the water temperature (wt) had dropped to 14c. There was an alarm, but they cleared it from the screen and wanted to know what it was. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 37c, water temperature (wt) was 14c, flow rate (fr) was 3lpm. Checked event log and noted an alarm 14 (patient temperature 1 probe out of range). No other recent alerts (a 45-ac power lost at 4am). Explained device seems to be responding appropriately.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that that the pediatric intensive care unit (picu) nurse stated the water temperature (wt) had been in the 30s, however the patient temperature (pt1) shows one arrow up and the water temperature (wt) had dropped to 14c. There was an alarm, but they cleared it from the screen and wanted to know what it was. Patient temperature (pt) was 37.1c, targeted temperature (tt) was 37c, water temperature (wt) was 14c, flow rate (fr) was 3lpm. Checked event log and noted an alarm 14 (patient temperature 1 probe out of range). No other recent alerts (a 45-ac power lost at 4am). Explained device seems to be responding appropriately.